Manufacturer narrative:
Review of the electronic data files from the AED show that on (B)(6) 2018 during an automated AED self-test, the AED detected and reported a pads warning. The AED reported this condition by flashing its red asi and chirping to alert the user. There were no indications in the electronic data of any user interaction to address the unit's alarm condition. The AED continued to flash its red asi and chirp until (B)(6) 2018 when batt pack become completely depleted. The unit then sat in this condition unit the attempted use associated with this reported incident.

Manufacturer narrative:
Although requested, neither the electronic data files from the AED nor the AED's battery pack have not been returned for investigation. The investigation is on-going, and the cause of the event is not known. Should additional information become available a follow-up MDR will be submitted.

Event description:
A customer reported that during a rescue attempt on a male patient the prior week, the AED would not power on and another AED had to be used.